Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien that a customer had an issue with a hemodialysis catheter. The customer reports that the catheter came out of the insertion site. The catheter was implanted (B)(6)2009 and came out on (B)(6)2010. The sutures were still there and this pt had at least one other catheter prior to the incident, this was not the pt's first catheter. The fallen catheter was replaced.